Manufacturer narrative:
(B)(4) was applied to capture the reportable event of surgery. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was expected to be revised due to an unknown reason, however the procedure was cancelled and expected to be rescheduled. Additional information was received confirming this lead was then explanted due to exhibited high out of range pace impedance measurements and was discarded by the explanting facility. No additional adverse patient effects were reported.